Event description:
According to the reporter: the balloon was broken and could not be inflated. The patient was not involved. Medical intervention was not required. Operative time was not extended. No patient injury reported.

Manufacturer narrative:
(B)(4).